Event description:
Report received of an over-delivery. The customer indicated that the event was the result of an error in programming the device. At 12:50am, the pump was programmed in the concurrent mode instead of the intended dose calculation mode to deliver 25,000 units of heparin in 500ml at a rate of 50ml/hr instead of the intended 17.9ml/hr. At 08:32am, the nurse noted the error in programming and the infusion was stopped. A ptt was drawn and the paitent was monitored for any signs of bleeding. There was no reported adverse patient sequelae. Though requested, no further information was available.